Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 04-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major pain in abdomen") in a female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("very major constant insurmountable fatigue/ excessive chronic fatigue"), menorrhagia ("haemorrhagic menstrual periods"), abdominal distension ("swollen abdomen"), abdominal rigidity ("tense abdomen"), musculoskeletal pain ("pain in arms, shoulder, legs and trapezius"), arthralgia ("pain in joints, neck, legs and arms."), migraine ("migraines"), dry eye ("dry eyes"), visual impairment ("visual disturbances"), sinusitis noninfective ("sinus inflammation"), renal pain ("pain in kidneys"), temporomandibular joint syndrome ("cracking in jaw"), night sweats ("major night sweats"), vitamin d deficiency ("vitamin d deficiency"), hypovitaminosis ("vitamin f deficiency"), dyspnoea ("shortness of breath (worsening at time of ovulation and of menstruation)") and asthma ("worsening asthma (worsening at time of ovulation and of menstruation)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain lasting between 5 and 7 days"). The patient was treated with surgery (steps are underway for removal). At the time of the report, the abdominal pain, fatigue, menorrhagia, abdominal distension, abdominal rigidity, musculoskeletal pain, arthralgia, migraine, dry eye, visual impairment, dysmenorrhoea, sinusitis noninfective, renal pain, temporomandibular joint syndrome, night sweats, vitamin d deficiency, hypovitaminosis, dyspnoea and asthma outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, arthralgia, asthma, dry eye, dysmenorrhoea, dyspnoea, fatigue, hypovitaminosis, menorrhagia, migraine, musculoskeletal pain, night sweats, renal pain, sinusitis noninfective, temporomandibular joint syndrome, visual impairment and vitamin d deficiency with essure. The reporter commented: radiological check on (B)(6) 2017. Appointment with surgeon scheduled for (B)(6) 2017 to see whether to do hysterectomy or salpingectomy. Steps are underway for removal. Stronger treatment for asthma was mentioned as remedial therapy. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented major pain in abdomen. Steps are underway for removal. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use consumer had major pain in abdomen and essure removal will be necessary. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (B)(4) on 04-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("major pain in abdomen") in a female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("very major constant insurmountable fatigue/ excessive chronic fatigue"), menorrhagia ("haemorrhagic menstrual periods"), abdominal distension ("swollen abdomen"), abdominal rigidity ("tense abdomen"), musculoskeletal pain ("pain in arms, shoulder, legs and trapezius"), arthralgia ("pain in joints, neck, legs and arms."), migraine ("migraines"), dry eye ("dry eyes"), visual impairment ("visual disturbances"), sinusitis noninfective ("sinus inflammation"), renal pain ("pain in kidneys"), temporomandibular joint syndrome ("cracking in jaw"), night sweats ("major night sweats"), vitamin d deficiency ("vitamin d deficiency"), hypovitaminosis ("vitamin f deficiency"), dyspnoea ("shortness of breath (worsening at time of ovulation and of menstruation)") and asthma ("worsening asthma (worsening at time of ovulation and of menstruation)"). On an unknown date, the patient experienced dysmenorrhoea ("menstrual pain lasting between 5 and 7 days"). The patient was treated with surgery (steps are underway for removal). At the time of the report, the abdominal pain, fatigue, menorrhagia, abdominal distension, abdominal rigidity, musculoskeletal pain, arthralgia, migraine, dry eye, visual impairment, dysmenorrhoea, sinusitis noninfective, renal pain, temporomandibular joint syndrome, night sweats, vitamin d deficiency, hypovitaminosis, dyspnoea and asthma outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, arthralgia, asthma, dry eye, dysmenorrhoea, dyspnoea, fatigue, hypovitaminosis, menorrhagia, migraine, musculoskeletal pain, night sweats, renal pain, sinusitis noninfective, temporomandibular joint syndrome, visual impairment and vitamin d deficiency with essure. The reporter commented: radiological check on (B)(6) 2017. Appointment with surgeon scheduled for (B)(6) 2017 to see whether to do hysterectomy or salpingectomy. Steps are underway for removal. Stronger treatment for asthma was mentioned as remedial therapy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 11-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1046 cases . Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented major pain in abdomen. Steps are underway for removal. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, during essure use consumer had major pain in abdomen and essure removal will be necessary. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information will be available, because health authority does not allow active follow-up.